Manufacturer narrative:
Device is for a complaint on a part made and distributed in 2 other countries. Complaint occurred in 2006 on a device made in 10/04. No MDR was filed since initial eval indicated device was not distributed in USA. Further review of internal complaint handling process determined that similar devices were launched for us dist in 2/2006. Noting that MDR should be filed.

Event description:
The dr planned to fix the bone with 3 of pzp1-10. After fixing with 2 zip implants. It was found that the bone flap was not seated with the original bone at the last zip fix point. The dr continued the procedure and fixation failure has occurred. With the final zip the dr removed the 3 zip and found injury to the dura. At the final zip fixation point, the dr used bioplate to fix the bone flap instead.